Manufacturer narrative:
Additional information received on 17-jun-2019 that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and downstream occlusion (dso) seal bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection, functional test and sensor testing were performed. The customer's reported problem was duplicated. According to the investigation, the dso unresponsive caused the reported problem. Service's replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed the message "cassette not attached properly." No adverse effects were reported.